Event description:
Upon return and initial evaluation of the complaint device on 16aug2023, the wire was unraveled, and the mandril and safety wire protruded from the device. The distal weld ball was intact. The wire did not separate as originally reported.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: h6 (annex a). H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: name and address - postal code: (B)(6), mobile: (B)(6). G4: PMA/510(k) # - k171764. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an angioplasty of the stenosed arteriovenous (av) fistula, a safe-t-j amplatz extra-stiff support wire guide separated. The anatomy was not tortuous, calcified or scarred and the wire was not altered form its original condition prior to use. An unspecified 7 french sheath was used during the procedure. Upon inserting the wire, resistance was felt and the wire kinked and separated. The wire was removed without the needle or other instrument in place and another wire was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Summary of event: as reported, during an angioplasty of the stenosed arteriovenous (av) fistula, a safe-t-j amplatz extra-stiff support wire guide separated. The anatomy was not tortuous, calcified or scarred and the wire was not altered form its original condition prior to use. An unspecified 7 french sheath was used during the procedure. Upon inserting the wire, resistance was felt and the wire kinked and separated. The wire was removed without the needle or other instrument in place and another wire was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Upon return and initial evaluation of the complaint device on (B)(6) 2023, the wire was unraveled, and the mandril and safety wire protruded from the device. The distal weld ball was intact. The wire did not separate as originally reported. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The wire was elongated, starting approximately 249-centimeters from the proximal end. The distal end of the wire was unraveled at several points, and the inner mandril and safety wire protruded from the elongated coils. The distal weld ball was intact. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU warns ¿this product is a delicate instrument. Avoid forceful angulation.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design issues, contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation is required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.